Event description:
It was reported to boston scientific corporation in 2006, that a wallstent enteral endoprosthesis was used during a stent implant procedure in a male patient (age and weight unknown) on the same day. According to the complainant, during the procedure it was "extremely difficult" to cross the lesion with the stent delivery system. "This was due to the advanced status of the tumor. The stent implant was meant to avoid surgery intervention however, the patient was taken to surgery and one week later died due to the advanced cancer. The physician insisted on the fact that the cause of the failed procedure was the patient disease status." In addition to the physician's statement regarding the cause of death, this event was reviewed by a medical doctor within boston scientific corporation in the same month; the boston scientific physician concurred with the patient's physician that there was no relationship between the device and the patient's death.

Manufacturer narrative:
A visual examination of the returned device revealed that the shaft was slightly bent and a portion of the outer sheath was twisted. The cause of the damage is unknown. A functional evaluation revealed no issues. The cause of the reported difficulty during advancing is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.